Manufacturer narrative:
Based on the claim against the product by the customer noting the issue with the medium-large clip applier instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have functional test failure. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and is able to retain the clip through engagement but cannot apply the clip). The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation related to the customer-reported complaint: the medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recured. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was an unknown issue with the medium-large clip applier instrument. There is no further information available. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.